Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was good post procedure.